Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
On 12/15/2018, a mentor gel breast prostheses was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of the device, is characteristic of a unilateral removal and replacement. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
After investigation and follow up with the customer, mentor was able to identify this device as belonging to an existing complaint file (manufacturer¿s reference number (B)(4) manufacturer¿s report number 1645337-2018-07098). All future MDR submission updates, including device evaluation, will be submitted under manufacturer¿s reference number 1645337-2018-07098. Manufacturer¿s reference number: (B)(4).